Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received alleging that the safety mechanism of the device had not adequately captured the device needle. Following activation of the safety device, the needle was able to be released leaving the needle exposed. No needlestick took place. There was no patient or clinician injury.